Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level in the range of 422 mg/dl. The customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. Customer claims high blood glucose might be caused due to connection issue. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.